Event description:
It was reported that during the low anterior resection, the surgeon was using the stapler to reanastomose the bowel. After firing the device, no staples were deployed but the device cut. The patient received a colostomy.

Manufacturer narrative:
(B)(4). Additional questions with answers: how was procedure performed? (Open, lap or hals) open. What type of anastomosis was created? (End to end, end to side) end to end. Which stapling technique was used? (Single, double or triple) single. Which purse-string suture technique was used? Reusable purse string device using keeth needle. What other devices were used for transecting and/or closing ostomies? Contour. Was the sale representative present? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Dr. (B)(6). Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. How was it confirmed that the anvil was secured to the trocar? Heard and felt snap onto trocar. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? N/a. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Yes. Were any staples observed in the tissue? No. What did the staple form look like? N/a. Was the safety reset before removal attempted? Yes. Was the safety reset before removal attempted? Yes. Were there two complete tissue donuts? Yes. Were all tissue layers present in both donuts when inspected? Yes. What was the patients pre-op diagnosis? Low rectal cancer did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Were there any comorbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues, etc.)? No. Did the issue change the patients post operative care? Yes. If yes, what changed? Colostomy. Is there any additional information you would like to share relative to the issue? No. What is the patients present condition? Fine. Is the colostomy temporary or permanent? Permanent was there a possibility of a colostomy going into the procedure? Yes.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.